Event description:
Customer reported a high blood glucose reading of 456 mg/dl. Customer treated with manual injection and stated that the next morning the blood glucose was elevated again, to over 300 mg/dl. She stated that she felt like she was on fire and felt itchy. She stated that the drive support cap was normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. Customer was unable to run a high pressure test. The infusion set was not removed as customer felt tired. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.